Event description:
It was reported that the surgeon attempted to implant the lead into the ventricle. The lead was repositioned several times and it was reported that the patient's vital measurements and pressures decreased. The lead was removed and a sternotomy was performed to repair a hole in the apex of the right ventricle. The patient was ventilated for one day and was reported to be stable and doing fine. The lead was not used and replaced.

Manufacturer narrative:
Sternotomy was performed to repair the perforation.